Event description:
It was reported by service report that the bed had no power or functions when plugged into the wall. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Loose connection to electrical litter connection.